Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This lead was intended for patient implant in australia. During the procedure, it was reported the lead had moved anterior. The device was removed and reinsertion was attempted; however, the procedure was aborted due to concerns of a dural tear. Follow-up on this matter found the patient has been discharged. Furthermore, it was reported a cerebrospinal fluid leak did not occur.